Event description:
It was reported that the hospital ordered and received a distal radial set. The materials manager and the sales consultant discovered that the packaging for the guide block for 2 column plate was labeled on the package, however the part inside the package was different. Packaging is for the right guide and the guide inside is for a left. The package is still sealed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The package was received unopened and in good condition with the guide block still packaged in the bag. The synthes USA label, which is affixed over the EU label. Therefore, based on examination of the returned package, the item was mislabeled when the us label was applied and therefore this complaint is valid.

Manufacturer narrative:
Device(s) listed in this report is (a/re) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.